Manufacturer narrative:
Urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had not been able to find a setting that worked for them, despite working with their healthcare provider. The caller reported the patient would have "either one extreme or the other," and clarified the patient either could not go to the restroom at all, as they had no urge to go, or felt the urge to go all the time. The caller reported sometimes the patient felt the urge to go and they "can't urinate, can't do anything." They also reported the patient was experiencing cramping and dehydration, and  that the patient did not want to drink water. The patient had one setting that worked for about a week, "then something changed," and since then, they had not been able to find a setting that worked. The caller inquired about what therapy setting the patient was at on the date of implant, and stated they thought the patient was on program 6 or 7. The role of the manufacturer help line was reviewed, and they were redirected to the patient's healthcare provider to discuss therapy setting history. The caller stated the patient's healthcare provider had "exhausted all of their thoughts," and told the patient to "experiment with it." The caller requested information on programs. A general overview of programs/therapy was reviewed. The caller stated the patient's doctor had recommended the patient follow up with another doctor, who was an "expert" on the device. The patient was currently on program 2. The caller stated they thought they may not be waiting long enough after increasing stimulation to see if the patient noticed an improvement, as they were changing the setting right away if the patient did not notice instant improvement. The patient had increased stimulation until they felt it comfortably. The caller stated they would try waiting longer periods of time after adjusting therapy settings to see if the patient noticed an improvement. The patient was redirected to their healthcare provider to further address the issue. The patient was a secondary caller and expressed dissatisfaction with no longer being seen by their doctor. The role of the manufacturer help line was reviewed, and they were redirected to a healthcare provider to discuss.